Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. H3 other text : see h10.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter feels hard to retract. The following information was provided by the initial reporter: they feel canula vps 22g was stiff and hard to insert into the patient's skin. The needle also sticky to the cannula, so they feel hard to retract the needle from the cannula after insertion - it makes them can't use one hand technique to removing needle and stabilizing catheter after insertion.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter feels hard to retract. The following information was provided by the initial reporter: they feel canula vps 22g was stiff and hard to insert into the patient's skin. The needle also sticky to the cannula, so they feel hard to retract the needle from the cannula after insertion - it makes them can't use one hand technique to removing needle and stabilizing catheter after insertion.